Manufacturer narrative:
Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation on march 15, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal stricture during a gastro entero anastomisis procedure performed on (B)(6), 2023. During the procedure, the axios cautery did not work. The physician was able to eventually create a puncture but with difficulty and the procedure was completed using the original stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent intended to be placed for a gastro entero anastomisis procedure to treat a duodenal stricture. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a duodenal stricture.